Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt went to the clinic for reprogramming on (B)(6) 2011 due to the pain pattern changing. When the implantable neurostimulator (ins) was interrogated the pt lost stimulation sensation. While trying to reprogram the ins the pt wasn't feeling stimulation anywhere in the target area. Impedance testing showed some slightly high electrode pairs, and there appeared to be an integrity issue somewhere in the system, but this was unable to explain the sudden change that occurred. Additional info has been requested, but was not available as of the date of this report.